Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -07.00/+3.0/066 (sphere/cylinder/axis), in the patients left eye (os), on (B)(6) 2022. The lens was explanted on (B)(6) 2022 due to lens rotation not associated to a low vault. The lens was replaced with a longer lens (implanted vertically) and the problem was resolved. The cause of the event was unknown.

Manufacturer narrative:
Weight: unknown ,ethinicity: unknown ,race: unknown work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Manufacturer narrative:
Device evaluation: h3: type of investigation code: 10- device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found no visible damage. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
Claim#: (B)(4).